Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had irritation and infection in the area, and the doctor informed the patient to stop using wicks for now and only use briefs. Patient specifically stated they did not know if the cause is the wicks. It is unclear if troubleshooting was performed. It is unknown if lot/serial number was requested. (Female wick). It was unknown what medical intervention was provided for unspecified infection.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling was reviewed and found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had irritation and infection in the area, and the doctor informed the patient to stop using wicks for now and only use briefs. Patient specifically stated they did not know if the cause is the wicks. It is unclear if troubleshooting was performed. It is unknown if lot/serial number was requested. (Female wick). It was unknown what medical intervention was provided for unspecified infection.